Event description:
Information received indicates the pump shut off by itself.

Manufacturer narrative:
Pump was not serviceable and was scrapped. This MDR is being submitted as part of a retrospective review for reportability.